Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implant date: (B)(6) 2014; 1125 hvad graft, implant date: (B)(6) 2014; 1403us hvad controller, implant date: unknown; 1403us hvad controller, implant date: unknown; 1403us hvad controller, implant date: (B)(6) 2016; 1403us hvad controller, implant date: (B)(6) 2016; 1403us hvad controller, implant date: (B)(6) 2015; 1403us hvad controller, implant date: (B)(6) 2015; 1403us hvad controller, implant date: (B)(6) 2015; 1103 hvad pump, implant date: unknown; 200h18 tissue valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bacteria infection. The patient required antibiotics, vasopressors and surgical mediastinal exploration and washout. Both the implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.